Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. While attempting to remove a taxus express2 2.5 x 24mm drug eluting stent from its package the physician bent the catheter shaft. As the physician inserted the taxus stent into the guide catheter the shaft fractured into two pieces outside ot the patient's body. The procedure successfully completed with another taxus express2 2.5 x 24 mm drug eluting stent. No patient injuries or complications were reported . Patient status is reported as "satisfactory/good."